Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is possible that the anchor detached due to excessive force during device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal anchor had snapped off during deployment. The patient was asymptomatic after holding pressure to achieve hemostasis. The patient still had pulses in the foot and no further intervention was needed. The doctor stated this was the first time with this experience. The overall procedure was successful. The estimated blood loss was less than 250cc. The procedure was an angiogram. Additional information was received on 07jan2025: the procedure being performed for the patient prior to use with the angio-seal device was a cranial angiogram. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. There was no disease present in the access site artery. Additional pull force used during deployment was not noted to be more than usual. They were not able to locate the anchor. The collagen was deployed; however, it was still attached to the suture. The anchor was confirmed to be missing. Doppler showed pulses, and no flow issues to foot, however, they were unable to locate the anchor otherwise.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.